Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The surgeon was cauterizing. No other instruments were in use. Ft10 generator was used. Coag 60w setting was used. Instrument was used for 20 minutes before arcing. Instrument tip was in contact with tissue. There was no patient injury. No post-op complications. The surgeon believes it was due to product quality issues. Instrument was inspected. No damage was found. The connection was normal. No collision occurred. Instrument tip did not touch any staples, clips or sutures while energized. Jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are attributed to insulation degradation and carbonized tissue creating a conductive path.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with the reported complaint. Thermal damage can be observed. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had smoke coming from the jaws. After examination, it was found that the jaws were burnt. The procedure was completed with no reported injury.